Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a revision procedure 6 years post implantation due to the presence of metallosis which was from either the metal articulation or the notched femoral cls stem neck, which had been impinging on the rim of the cup. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: unknown cls stem neck, unknown metasul bearing, unknown metasul head, csl stem. G2: foreign: new zealand. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.